Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a largebore 8 inch ext vlv was clogged. The following was reported by the initial reporter: "unable to prime device."

Event description:
It was reported that a largebore 8 inch ext vlv was clogged. The following was reported by the initial reporter: "unable to prime device."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that they are unable to prime device could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 21029692 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) ()(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.